Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the catheter froze on the guidewire. The target lesion was located in a tortuous upper limb arteriovenous fistula. A non bsc guidewire was placed, then a 12 x 40 75 cm mustang¿ balloon was advanced with difficulty and then would not further advance. The guidewire and mustang¿ needed to be removed together, and when this was done there was some patient tissue stuck between the balloon tip and the wire. The vessel was very dissected so it was quickly ballooned to close the dissection flap. There were no post procedure complications and the patient is doing well.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination was performed on the returned mustang. The customer's guidewire was not returned for analysis. The mustang device was successfully loaded onto a 0.035in guidewire with no resistance or issues noted. No issues were identified with the guidewire lumen that could have contributed to the complaint incident. A visual and microscopic examination identified severe damage on the tip of the device. The tip was severely indented. This damage is consistent with excessive force being applied to the device. A visual examination identified that the balloon was tightly folded which indicates that the balloon was not subjected to positive pressure. A visual and microscopic examination of the balloon material identified no issues. A visual and microscopic examination found no issues with the markerbands of the device. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported that the catheter froze on the guidewire. The target lesion was located in a tortuous upper limb arteriovenous fistula. A non bsc guidewire was placed, then a 12 x 40 75cm mustang balloon was advanced with difficulty and then would not further advance. The guidewire and mustang needed to be removed together, and when this was done there was some patient tissue stuck between the balloon tip and the wire. The vessel was very dissected so it was quickly ballooned to close the dissection flap. There were no post procedure complications and the patient is doing well.